Event description:
The customer stated that one patient sample generated a (B)(6) result for the architect b-hcg assay. The patient was redrawn twice a week later and the samples generated (B)(6) results. The very first sample was then retested with a (B)(6) result. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) no consequences or impact to patient. (B)(4) (B)(6) result. An evaluation was conducted to further investigate this issue. The final product release testing were reviewed for the product in question and the review demonstrated that all calibrations met assay file specifications, control and panel values were within specification and no adverse trends were observed. A review of the customer result log file was performed with no issues identified. A review of the recent complaint history for the product in question did not reveal any adverse trends for performance-related issues. It was determined that architect total beta-hcg reagent kit, list number 7k78-20, lot number 01918jn00, identified in this issue is performing acceptably and no product deficiency was detected. However, the customer was referred to the operations manual as it contains information regarding troubleshooting and diagnostics for sample results observed issues. The customer was also referred to the assay package insert which highlights that individual samples may exhibit elevated concentrations due to build up of proteins on the sample pipettor probe. Based on the evaluation results, it was determined that architect total beta-hcg reagent kit, list number 7k78-20, lot number 01918jn00, identified in this issue is performing acceptably and no product deficiency was detected.